Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for shock impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.